Manufacturer narrative:
The filter set was retained by customer and will not be released, therefore, not available for inspection. The review of the device history record of this lot and the complaint history files has shown that there were no nonconformities and no other complaint reported on this lot. Based on the review of the data files, the "warning: access extremely negative" alarm occurred intermittently from the onset of crrt. The machine generated "warning: access extremely negative" numerous times before the event and also the alarm "advisory: access too negative." Reportedly, it was during this time that the bedside nurse switched the ports on the right internal jugular central catheter. The "warning: access extremely negative" alarm occurs if access pressure monitoring is in the negative range and the access pressure is more negative than the limit set by the operator. Possible causes include: the patient is moving, coughing or being suctioned; the access line is clamped; kinked; the access catheter is clotted; out of position in the vein or the blood flow rate is too high for the access device. The clinical information provided indicates the patient had air emboli resulting in an embolic stroke and cardiac arrest. The patient has a pfo which predisposes him to an embolic stroke. The clinical information indicates a problem with the patient's access. The nurse switched the lines on the central catheter and also observed air coming from the access. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.

Event description:
A critically ill patient admitted to ICU was undergoing continuous renal replacement therapy (crrt). During treatment the machine generated several "warning: access extremely negative" alarms. The bedside nurse attempted to resolve the alarm by switching the ports on the right internal jugular central catheter, and re-positioning the lines. The access alarms continued, so the bedside nurse decreased the blood flow rate. The access alarms persisted and then the nurse reported "air coming out the patient's access line' and "bubbles were noted in the deaeration chamber." The bedside nurse stated, after treatment was ended and "the patient was disconnected from the prismaflex and the patient's blood pressure began to drop. The patient "developed syncope" and his oxygen saturation dropped. The patient eventually became non-responsive. The patient was transferred to a different hospital (ucla) in order to undergo decompression (hyperbaric) therapy for air emboli. Reportedly during the ambulance transport, the patient "had a stroke and coded." The patient was successfully resuscitated. The prismaflex machine was inspected and returned to service. The critical care educator stated, based on the information available, they could not make any conclusions regarding the cause of the air embolism. The fact that the patient had a newly diagnosed patent foramen ovale, and shortly before displaying symptoms the ports of the central line had been switched, clouded the clinical picture. Both the patent foramen ovale and manipulation of the central line increased the patient risk for air emboli.